Event description:
Made screeching sound and would not work - a handswitch malfunction.====================== manufacturer response, according to reporter, for ascent reprocessed harmonic ace shears.======================ascent reps came to our facility and stated it was a handswitch problem. Ethicon is making it difficult for reprocessing companies to reprocess the harmonic shears. So ethicon redesigned the switch to stop this from happening.